Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified due to the repair occurring before service was aware of the complaint. Service replaced the downstream occlusion sensor, overlay, keypad. Calibrated and reinstalled software. Use testing was performed. The problem source is unknown.